Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests fro programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined, as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to " biological debris and protein build up interfering with the valve mechanism, no functional issues were noted during the investigation.

Event description:
A facility reported that a codman certas valve with sg was implanted but function of the valve could not be determined due to a programming issue so the valve was explanted the day after implantation. The implantation date was unknown.